Event description:
Consumer complaint of lo blood result via sheila, daughter. Expected fasting blood glucose test result range is 140 to 200mg/dl. Testing performed several times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 242mg/dl and 267mg/dl. Verified storage of test strips is within instructed spec. Test strip lot MFR's expiration date is 11/14/2017 and open vial date is month of (B)(6) 2015. Recall test results performed fasting from meter memory: 1:lo, (B)(6) 2015, 03:13pm, f; 2: 337mg/dl, (B)(6) 2015, 04:33pm; 3: lo, (B)(6) 2015, 04:05pm; 4: lo, (B)(6) 2015, 12:59pm; 5: lo, (B)(6) 2015, 12:50pm; adverse event not reported.

Manufacturer narrative:
Product returned for eval. (B)(4). Most likely underlying root cause: test strip issue.